Event description:
It was reported that the physician detected a warning message related to ineffective shock and oversensing during interrogation of the associated ICD. Furthermore, the patient indicated shock therapy on (B)(6) 2014. A re-intervention was performed on (B)(6) 2015, and the subject lead, which remains inactively implanted, was replaced.

Event description:
It was reported that the physician detected a warning message related to ineffective shock and oversensing during interrogation of the associated ICD. Furthermore, the patient indicated shock therapy on (B)(6) 2014. A re-intervention was performed on (B)(6) 2015, and the subject lead, which remains inactively implanted, was replaced.